Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The blood glucose level was 168 mg/dl. The customer reported that they are not able to clear the alarm. The customer was advised to discontinue the use of the pump and revert to the backup plan. The insulin pump being returned or analysis.